Event description:
Consumer called to report accuracy issues with her daughter's meter. Analysis run on consumer error grid using mean reading (223) as reference point vs. Bd reading (400,46) yielded data points in the c zone of the grid, outside of acceptable limits.